Event description:
Pt undergoing a partial gastrectomy for a gastric cancer. During procedure, the anvil portion of the device became disconnected from the tube, and was found to be lodged in the hypopharynx near the epiglottis. Gi consulted, unable to remove; hns consulted and removed under direct laryngoscopy. There was irritation in the hypopharynx, but no evidence of perforation, bleeding, or severe injury.